Event description:
During testing of the pump, a tech ran the lvp through the asm software and checked the error logs and no issues were found. He then began pm testing and the device failed the rate accuracy test. It should have delivered 12 mls, but delivered 21 mls. He then discontinued the test and the pump continued to free flow fluid. No pt incidents were reported on this pump.

Manufacturer narrative:
(B)(4). The customer's report that the device failed rate accuracy testing and exhibited unregulated flow was confirmed and duplicated. Inspection of the device identified a broken molded upper hinge pin of the platen. A cause of the broken upper hinge is unk.